Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that aspiration failure occurred during ultrasound and irrigation/aspiration during surgery. The procedure was completed without product replacement. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The two fluidics management system (fms) in the tray were visually inspected. The drain bags were detached from the drain bag tape on the covers due to saturation. The drain bag tapes were adhered on the cassettes properly. Inspection of the samples found no obvious defects that would have contributed to the reported event. The fms cassettes were tested on a console, primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications for both cassettes. Fluid flowed from the balanced salt solution (bss) bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. After inspection and evaluation of the returned cassettes the root cause of the customer's event could not be established as aspiration performance met specifications. After investigation of this complaint, it has been determined that these samples met specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).